Event description:
The customer reported that power cord wires were exposed on the system.

Manufacturer narrative:
(B) (4). The ge svc rep terminated and reshielded the power cord. The system operates as intended.